Event description:
It was reported that patient went through the x-ray back scatter scanner at the airport which was near a security screening device and when they exited the screening device, they felt a change to their therapy. Patient said they weren't sure if it was the electromagnetic interference (emi) from the security scanner that made them experience a change in their symptoms or if it was just because they were someone where their symptoms were sometimes not as great as other people's. Patient said they weren't sure if the therapy was working or not so they went into their therapy app and said they were pretty sure the therapy had been turned off. Patient said they turned therapy off and back on and then went into the dbs settings and turned the stimulation up and said "whoa!" They knew it was working. Patient said that resolved the issue. Patient said they shared this story with the manufacturing representative who they saw at their health care provider appointment. Agent reviewed airport security guidelines. Patient said from now on they were requesting to bypass airport security.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.